Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device gave an error 080, defibrillation failure. There was no patient involvement.